Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a stuck tip sleeve in the reported problem area of the pipette assembly. All the tip clamps and two (2) tip clamp sleeves were replaced. The instrument was inspected, tested without further problem, and returned to svc.